Event description:
It was reported that a trial inserter and a trial broke on the threads.

Manufacturer narrative:
Method: risk assessment. Results: per email correspondence with the sales rep, the device was reported to be used 100-150 times. According to the general IFU for instruments, "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the plausible root cause of this event can be normal wear and tear of instrument, which led to the threading fracture of the inserter into the trial.

Event description:
It was reported that a trial inserter and a trial broke on the threads.